Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, abnormality occurred at the scope connector while the user was handling the device which led to displayed error message. The event can be detected/prevented by following the instructions for use which state: - do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
As reported , staff reported that probe communication error b30 (scope communication error) is coming out on display when connecting to system. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
The subject device was received and evaluated . The reported issue of b30 scope communication was confirmed. Device evaluation found no image on monitor , error b30 scope communication error was observed. An advance diagnostics (ad) was performed and no fluid found. A troubleshooting was performed using a temp m-plug (reference plug) to the scope connector, and once completed, image displayed on the device. The troubleshooting determined that the defective m-plug caused the issue and needs to be replaced. Additionally, the following defects were identified during device inspection: minor dents / scratches observed on control body. Minor dents/ scratches observed on scope connector. Customer label on body control unit (bcu) needs to be replaced (wrong label). Investigation is ongoing. This report will be supplemented accordingly following investigation.